Manufacturer narrative:
E1 initial reporter city: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified artery. A15mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During insertion, upon initial inflation, it was noted that the balloon ruptured in a pinhole form on the balloon surface near the tip at approximately 2 to 3 atm for about 5 to 10 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications and patient was in good condition post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. No issues identified with the hypotube shaft and examination of the extrusion shaft. A detailed microscopic examination and leakage test of the balloon material identified a pinhole just proximal to the proximal marker band. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Pads were intact. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. Based on the event details and device analysis, the pinhole just proximal to the proximal marker band most likely occurred due to an interaction between the balloon and the stenosed, moderately tortuous and mildly calcified artery.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified artery. A15mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During insertion, upon initial inflation, it was noted that the balloon ruptured in a pinhole form on the balloon surface near the tip at approximately 2 to 3 atm for about 5 to 10 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications and patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified artery. A15mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During insertion, upon initial inflation, it was noted that the balloon ruptured in a pinhole form on the balloon surface near the tip at approximately 2 to 3 atm for about 5 to 10 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications and patient was in good condition post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6).